Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 500 mg/dl and a corrective bolus was delivered to address the bg level. The customer did not know the cause of the high bg. The customer declined tandem technical support's offer to troubleshoot and requested assistance with loading new supplies onto the pump. The customer resumed insulin delivery.